Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Grommet damage was noted. Concomitant medical product : 5076-52 lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that during an implant procedure, when the physician was suturing the device, noise was noted on the right atrial (ra) channel. The ra lead was disconnected and reconnected four times, which produced the noise each time, but when it was tested through the lead analyzer, the impedance was stable. The physician noted that rubbing the device's ra port caused noise and while placing adhesive over the grommet resolved the noise, the physician expressed concern so the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.